Event description:
It was reported that this right ventricular (rv) lead had gradually increasing shock impedances. The impedances were 80 ohms at implant, before increasing to 158 ohms and resulting in beeping tones from the device. All other measurements remain within normal range. Defibrillation threshold (dft) testing was performed, delivering a 1.1 j shock, resulting of a impedance within range at 93 ohms. Continued monitoring is expected, and the impedance limit was increased to 175 ohms at this time. This rv lead remains in-service. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to provide an update to the b5 field.

Event description:
It was reported that this right ventricular (rv) lead had gradually increasing shock impedances. The impedances were 80 ohms at implant, before increasing to 158 ohms and resulting in beeping tones from the device. All other measurements remain within normal range. Defibrillation threshold (dft) testing was performed, delivering a 1.1 j shock, resulting of an impedance within range at 92 ohms. Continued monitoring is expected, and the impedance limit was increased to 175 ohms at this time. This rv lead remains in-service. No additional adverse patient effects were reported. Additional information was received. Technical services (ts) as requested to review results of the defibrillation threshold (dft) testing. Ts confirmed the gradually increasing impedances since implant in 2008. Close monitoring was recommended with the daily out of range impedance limit set to 150 ohms. This rv lead remains in-service. No adverse patient effects were reported.